Manufacturer narrative:
Device history record review and service history review in progress. A follow-up MDR will be filed upon completion.

Event description:
After probes had been connected to the system to be tested, all ports showed as "open" and an error message came on the screen that said "probe #1 thermocouple is not connected". All of the other 3 probes gave the same result. Tried to shut down the machine and reboot but device did not start back up and screen remained black. Machine would not start up and doctor cancelled case. 4 pcs-24 probes opened and not used.

Manufacturer narrative:
Unable to evaluate or investigate complaint. Device not returned and requested service records not provided.